Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that all systems were found to function as expected. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the navigation system became unresponsive. Rebooting resolved the issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that there were no errors logged in the logs. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.